Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the subject device is received at a later time, this report will be supplemented.

Event description:
During a laparoscopic sigmoidectomy, it was reported that two subject devices broke. The probe of the subject devices fell off. There was no patient injury reported. This report describes the second of the two devices.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00577 to provide additional information based on the evaluation result of the subject device. The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on june 15, 2017. The model number of the subject device was not tb-0535fc but tb-0535fcs. Tb-0535fcs is not sold in the united states. Therefore omsc are retracting this MDR.